Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown in this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported by customer that filter causing the bbraun pump to read downstream occlusion.

Manufacturer narrative:
The customer reported the filter was causing the pump to alarm occlusion, and returned one filter extension set of material unknown, lot unknown. The filter ext set was visually examined, and the set had no defects or abnormalities. The set was unclamped and the luer cap removed. The set was able to flow when infused with water from a bd syringe. The report of occlusion was unable to be confirmed by the returned set. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure. It should be noted that flow rates in microbore filter sets can be very low. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.